Event description:
Lap chole - "after firing 4 or 5 clips, the jaws would no longer fully close the clip." Pt status: "discharged."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of the investigation.